Manufacturer narrative:
Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two homechoice cassettes leaked. This occurred during an unknown phase of peritoneal dialysis. It was stated that there was fluid sitting on the homechoice. The nurse stated the connection between the bag and the cassette was not tight causing a disconnection and leak. The home patient will use manual supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.